Event description:
Information received indicates the foot hi/low is drifting down.

Manufacturer narrative:
The foot hi/low valve was replaced and the foot section continued to drift. A manifold has been ordered to repair the bed. Repairs are not complete.